Event description:
On (B)(6) 2025, the patient underwent implantation of the implanted port in the right internal jugular vein, the doctor found that the flushing was not smooth when flushed the tearable sheath, and after checking, he found that there was a plastic substance adhering inside the dilator, which prevented the flushing of the tubing and the access to the guidewire. It was further reported that there were problems with infusion and suction. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows unsealed tray with port placed on it. Few kit components include empty syringe, guidewire with hoop, sheath with dilator, introducer needle, hypodermic needles with cap and tunneller were noted outside of the product tray. No anomalies were noted. Therefore, the investigation is inconclusive for the reported difficult to flush, obstruction of flow and suction problem issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent implantation of the implanted port, the doctor found that the flushing was not smooth when flushed the tearable sheath, and after checking, he found that there was a plastic substance adhering inside the dilator, which prevented the flushing of the tubing and the access to the guidewire. Problems with infusion and suction.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.